Event description:
During a laparoscopic cholecyspectomy procedure, it was reported that part of the applier jaw broke off inside the surgical site. The surgeon was able to retrieve the jaw with minimal time, no patient injury or complication reported.

Manufacturer narrative:
Teleflex medical is still in the process of evaluating the applier. Once it is completed, we will provide a follow up report. The dhs evaluation for this lot number is also in progress and will be provided along with the follow up.